Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A surgery to remove micro-inserts was performed around 8 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible, the product technical analysis concluded that a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's concurrent conditions included yeast infection. Concomitant products included ethinylestradiol; ferrous fumarate; norethisterone (generess fe) from 2013 to 2014 and paracetamol (acetaminophen) since (B)(6) 2013. In 2013, the patient experienced the first episode of pruritus allergic ("allergic or hypersensitivity reaction type: skin itching "). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia") and the second episode of pruritus allergic ("allergic or hypersensitivity reaction :skin itching"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("uterine fibroids/uterine fibroids"). In 2014, the patient experienced depression ("depression/psychological or psychiatric condition- depression and mental anguish"), anxiety ("mental anguish/psychological or psychiatric condition- depression and mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), device allergy ("allergic reaction to the implant") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydroxyzine hydrochloride and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, cystoscopy and novasure endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, genital haemorrhage, vaginal haemorrhage, allergy to metals, menstrual disorder, device allergy, dysmenorrhoea, dyspareunia, uterine leiomyoma, the last episode of pruritus allergic, depression, anxiety and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device allergy, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of pruritus allergic and the second episode of pruritus allergic to be related to essure. Diagnostic results: on (B)(6) 2014, surgical pathology report. Diagnosis: uterus with cervix, bilateral tubes-fallopian tubes, bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received, new events: fatigue, skin itching and abnormal bleeding were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("menorrhagia") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's concurrent conditions included yeast infection. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. In 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On 2-apr-2014, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"). In april 2014, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), device allergy ("allergic reaction to the implant") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, cystoscopy) and surgery (novasure endometrial ablation). Essure was removed on 14-apr-2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, allergy to metals, menstrual disorder, device allergy, dysmenorrhoea, dyspareunia, uterine leiomyoma and hypersensitivity outcome was unknown. The reporter considered allergy to metals, device allergy, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results: on14-apr-2014, surgical pathology report diagnosis: uterus with cervix, bilateral tubes-fallopian tubes, bilaterally concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 17-may-2018: pfs received: concomitant medication ¿acetaminophen¿ was added, and onset date for the events ¿pelvic pain¿, ¿menorrhagia¿, ¿vaginal bleeding¿ and ¿dyspareunia¿ were updated. Furthermore the events ¿uterine fibroids¿, ¿hypersensitivity¿ and ¿device monitoring procedure not performed¿ were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("menorrhagia") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's concurrent conditions included yeast infection. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pruritus ("allergic or hypersensitivity reaction :skin itching"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), device allergy ("allergic reaction to the implant") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, cystoscopy) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, allergy to metals, menstrual disorder, device allergy, dysmenorrhoea, dyspareunia, uterine leiomyoma, pruritus, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device allergy, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, pruritus, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2014, surgical pathology report diagnosis: uterus with cervix, bilateral tubes-fallopian tubes, bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: depression and mental anguish. Preferred term of event allergic or hypersensitivity reaction was updated from hypersensitivity to pruritus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain'), heavy menstrual bleeding ('menorrhagia') and genital haemorrhage ('abnormal bleeding') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's concurrent conditions included yeast infection. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from 2013 to 2014 and paracetamol (acetaminophen) since (B)(6) 2013. In 2013, the patient experienced the first episode of pruritus allergic ("allergic or hypersensitivity reaction type: skin itching"). On 2-aug-2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia") and the second episode of pruritus allergic ("allergic or hypersensitivity reaction :skin itching"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("uterine fibroids/uterine fibroids"). In 2014, the patient experienced depression ("depression/psychological or psychiatric condition- depression and mental anguish"), anxiety ("mental anguish/psychological or psychiatric condition- depression and mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), device allergy ("allergic reaction to the implant") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydroxyzine hydrochloride and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, cystoscopy and novasure endometrial ablation). Essure was removed on 14-apr-2014. At the time of the report, the pelvic pain, genital haemorrhage and the last episode of pruritus allergic had resolved and the heavy menstrual bleeding, vaginal haemorrhage, allergy to metals, menstrual disorder, device allergy, dysmenorrhoea, dyspareunia, uterine leiomyoma, depression, anxiety and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device allergy, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of pruritus allergic and the second episode of pruritus allergic to be related to essure. Diagnostic results: on (B)(6) 2014, surgical pathology report diagnosis: uterus with cervix, bilateral tubes-fallopian tubes, bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain'), heavy menstrual bleeding ('menorrhagia') and genital haemorrhage ('abnormal bleeding') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's concurrent conditions included yeast infection. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from 2013 to 2014 and paracetamol (acetaminophen) since (B)(6) 2013. In 2013, the patient experienced the first episode of pruritus allergic ("allergic or hypersensitivity reaction type: skin itching"). On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia") and the second episode of pruritus allergic ("allergic or hypersensitivity reaction :skin itching"). In (B)(6)2014, the patient was found to have uterine leiomyoma ("uterine fibroids/uterine fibroids"). In 2014, the patient experienced depression ("depression/psychological or psychiatric condition- depression and mental anguish"), anxiety ("mental anguish/psychological or psychiatric condition- depression and mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), device allergy ("allergic reaction to the implant") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydroxyzine hydrochloride and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, cystoscopy and novasure endometrial ablation). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage and the last episode of pruritus allergic had resolved and the heavy menstrual bleeding, vaginal haemorrhage, allergy to metals, menstrual disorder, device allergy, dysmenorrhoea, dyspareunia, uterine leiomyoma, depression, anxiety and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device allergy, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of pruritus allergic and the second episode of pruritus allergic to be related to essure. Diagnostic results: on (B)(6)2014, surgical pathology report. Diagnosis: uterus with cervix, bilateral tubes-fallopian tubes, bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on 21-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter added from medical records based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menstrual disorder ("menstruation issues") and device allergy ("allergic reaction to the implant"). The patient was treated with surgery (removal of essure in (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, menstrual disorder and device allergy outcome was unknown. The reporter considered pelvic pain, menstrual disorder and device allergy to be related to essure. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A surgery to remove micro-inserts was performed around 8 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not underwent essure confirmation test". The patient's concurrent conditions included yeast infection. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe) from 2013 to 2014 and paracetamol (acetaminophen) since (B)(6) 2013. In 2013, the patient experienced the first episode of pruritus allergic ("allergic or hypersensitivity reaction type: skin itching"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia") and the second episode of pruritus allergic ("allergic or hypersensitivity reaction :skin itching"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("uterine fibroids/uterine fibroids"). In 2014, the patient experienced depression ("depression/psychological or psychiatric condition- depression and mental anguish"), anxiety ("mental anguish/psychological or psychiatric condition- depression and mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), device allergy ("allergic reaction to the implant") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with hydroxyzine hydrochloride and surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, cystoscopy and novasure endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and the last episode of pruritus allergic had resolved and the menorrhagia, vaginal haemorrhage, allergy to metals, menstrual disorder, device allergy, dysmenorrhoea, dyspareunia, uterine leiomyoma, depression, anxiety and fatigue outcome was unknown. The reporter considered allergy to metals, anxiety, depression, device allergy, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of pruritus allergic and the second episode of pruritus allergic to be related to essure. Diagnostic results: on (B)(6) 2014, surgical pathology report diagnosis: uterus with cervix, bilateral tubes-fallopian tubes, bilaterally concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- event outcome of pain, bleeding, allergic reaction was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), device allergy ("allergic reaction to the implant") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menstrual disorder, device allergy, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered allergy to metals, device allergy, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - events abnormal vaginal bleeding, menorrhagia, nickel allergy, dysmenorrhea, dyspareunia were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.